Event description:
Arjohuntleigh engineer attended site to perform a repair however, when on site he was informed by the customer that a resident was on the chair and that as she had leaned forward then and fell off the chair along with the commode seat. There is a safety belt on the chair but was informed that it was not being used at the time.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.